Manufacturer narrative:
Wide spread corrosion within internal components of the device was identified as the probable cause of the overheating.

Event description:
The core micro drill was sent in for evaluation because it was overheating during a procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.